Manufacturer narrative:
The reported failure of machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator inoperative error condition occurred while in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was evaluated by the manufacturer service center, and the customers complaint was confirmed. The device evaluation found a critical error code indicating the machine flow sensor drift above the specification. Restoration work was performed to address the issue. The machine flow sensor was replaced as a precaution to prevent recurrence. No contamination was observed in the airflow path at that time. Additionally, since a life-related smell was confirmed, the blower assembly, muffler assembly, air inlet foam filter, particulate filter was replaced. Since the silver frame around the power button was missing, the vanity cover assembly was replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was upgraded from 1.06.10.00 to 1.06.15.00.